Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had air bubbles. Customer stated she has been dealing with air bubbles for two days now. Customer stated approximate sizes of air bubbles are smaller than champagne bubbles. Customer declined to complete air bubbles troubleshooting, but did confirm she got the air bubbles out of her reservoir and was able to prime with no visible air bubbles. Advised customer to monitor air bubbles and if necessary to call back to complete troubleshooting.